Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe had a crack in it that resulted in leakage. There was no report of exposure, injury, or medical intervention noted.

Event description:
It was reported that the bd luer-lok¿ syringe had a crack in it that resulted in leakage. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacturer: no.

Event description:
It was reported that the bd luer-lok syringe had a crack in it that resulted in leakage. There was no report of exposure, injury, or medical intervention noted.